Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to try a new power management board as it may cause both issues. Advised to swap a battery in to see if the battery manufacturing date displays. The customer replaced the defective power management board and battery to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported cooling fan speed error code (1125). The battery manufacturing date is not displaying. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.